Event description:
It was reported that during insertion, the anchor broke. One half of the anchor stayed fixed in the patient and the other half had to be retrieved from the joint in small parts. Procedure: stability repair of shoulder (labrum fixation).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not known. Typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.